Event description:
It was reported that the lead was explanted two days after reported event date for unknown loss of therapeutic effect. Event occurred during a device follow-up.

Event description:
Additional information a month later reported the lead failed six months to a year after implant. It was reported three days later that the patient fell and lead failed not sure of failure mode just that it didn't work any longer. It was later reported that the patient was doing well and receiving great therapy.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va03ezl, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was confirmed with the healthcare provider that it was this patient where the healthcare provider felt the lead was corroded into place. This reporter further explained it did not appear to be corroded however after loosening the screw he was still unable to remove the lead from the ins and his conclusion was it must be stuck in place...like it may have been corroded. The lack of effect was attributed to the patient falling. This reporter was just curious about the lead not coming out of the ins . The patient was doing well with replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.